Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of foreign object on the metal tip, foreign object on the forceps wire was not established. The most probable cause of bonding area of the illumination lens is peeling traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects on the metal tip and the forceps wire, and the bonding area of the illumination lens was peeling. There was no patient involvement.